Event description:
Information received by medtronic indicated that the insulin pump's retainer ring had physical damage. Customer stated that they had an issue with the retainer ring and reservoir was not able to lock in place when inserted into insulin pump. The battery was not able to lock on the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.